Event description:
The customer reported that while running an hcv assay, summit sample handler did not pipette the correct amount of diluent in row b and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 99-02309-05.